Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. It is reported that the pt had minimal iliac artery calcification. The right iliac artery was very tortuous and the left iliac artery was reported to be straight. The pt had a history of hypertension, coronary artery disease, myocardial infarction, prostatectomy in 1991 due to prostate cancer, lumbosacral spine laminectomy, left hip replacement and a history of an untreated abdominal aortic aneurysm. A CT scan of the abdominal aorta in 2000 demonstrated the infrarenal abdominal aortic aneurysm to measure 5.0cm in diameter. The pt underwent an abdominal aortic angiogram in 2001 confirming candidacy for endovascular repair. The pt also noted to have a 60% stenosis at the origin of the right internal carotid artery and less than 60% stenosis at the origin of the left internal carotid artery. In 2001 the pt underwent endovascular repair. The pt was prepped and draped accordingly. Bilateral groin incisions were made and the common femoral arteries were dissected out. The femoral arteries were then catheterized and 5 french and 7 french sheaths were placed in the left and right femoral arteries. Over the guidance of a stiff guidewire, the 22 french sheath was inserted via the left common femoral artery. It was reported that a 28mm x 16mm diameter x 13.5 cm length bifurcated stent graft was inserted on the right but the stent graft failed to deploy. The black slide ring broke; therefore, the graft cover never retracted. The device was removed from the pt. The stent delivery system was noted to have a kink. A 28mm x 16mm diameter x 16.5cm length bifurcated stent graft was inserted via the left groin and deployed immediately below the level of the left renal artery, under angiographic visualization by means of a 7 fr sheath placed contralaterally. It is reported that there was resistance when removing the nosecone and runners. The physician "buttressed" the distal end of the stent graft; however, the stent graft slipped downward approx 5mm. A contralateral limb graft measuring 16mm diameter x 11.5cm length was inserted on the right but when the physician attempted to retract the graft cover, the graft cover broke. The device was removed from the pt and using another deployment handle, another 16mm diameter x 11.5cm length iliac limb graft was successfully deployed via a 16 fr sheath. The stent graft was then dilated with a 14mm angioplasty balloon. Following dilation of the stent graft, a post deployment angiogram showed no endoleak. An aortic cuff was not required. The internal iliac arteries were preserved. It is reported that the pt did not have any complications and the pt is fine. No add'l clinical sequelae were reported for this event. The returned device is pending returned goods investigation by medtronic/ave.